Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized and need the new insulin pump programmed. Customer stated he was hospitalized for non pump related issues. Customer's current blood glucose was 153 mg/dl. No further information reported.